Event description:
The customer felt that the insulin pump was not delivering insulin consistently, causing her to experience extreme high and low blood glucose levels. The customer stated that she was hospitalized for high blood glucose levels due to this issue. The customer declined to troubleshoot the insulin pump. The customer stated that she wanted the insulin pump replaced because her doctor felt that it was not working properly. Advised the customer that her insulin pump was out of warranty, and she asked to speak to someone about upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.